Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the iatrogenic occlusion of the ostial superficial femoral artery via the right common femoral artery and left superficial femoral artery crossover approach, the catheter allegedly had an unsuccessful aspiration attempt. It was further reported that the distal part of the catheter was allegedly found to be stuck. Furthermore, the guide wire was allegedly found to be broken into two pieces upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the iatrogenic occlusion of the ostial superficial femoral artery via the right common femoral artery and left superficial femoral artery crossover approach, the catheter allegedly had an unsuccessful aspiration attempt. It was further reported that the distal part of the catheter was allegedly found to be stuck. Furthermore, the guide wire was allegedly found to be broken into two pieces upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were returned for evaluation. A physical investigation was performed for the catheter and guidewire. During physical investigation the guidewire was broken at 63 cm from the tip of it, 16 small pieces of broken guide wire each approx 1 cm and one long peace of 10 cm were found inside the catheter. No further damages were observed. User reported guide wire break can be confirmed. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2027), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.